Event description:
Per the clinic, the patient experienced tinnitus and poor performance from the device use. Subsequently, the patient opted to only using a hearing aid system and the implanted device remain dormant; however, the patient continue to have decline in performance. Subsequently, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.